Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and had contact with a healthcare professional (nursing staff) who replaced the adc device, obtained unspecified readings on the adc device compared to unspecified readings obtained on a healthcare professional meter, and provided food for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 59 mg/l was compared to a reading of 279 mg/dl obtained on an unspecified adc product. When plotted on a parkes error grid, fall into the1 zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.